Event description:
It was reported that the customer's insulin pump drive cap had popped out and the customer pushed it back in, insulin spilled, the customer ran out of insulin, and he was hospitalized for high blood glucose. Customer was advised to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.